Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, blue pixels were noted at the biopsy site while ablating at 128% firing power. The surgeon did not feel it was necessary to decrease power output. There were no patient complications reported in relation to this event.